Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported by our edwards affiliate in australia, a during a transfemoral tavr procedure, a 23mm sapien 3 ultra valve was deployed in the aortic position. The valve was fully deployed in the intended position with no paravalvular leak (pvl). During the deployment, the commander delivery system balloon ruptured at full inflation. Difficulties were encountered removing the delivery system through the sheath, resulting in separation of the distal part of the balloon and the nose cone. The distal portion of the balloon and nose code were surgically removed. During the attempts to remove the delivery system and unraveled guide wire, a 'major' vascular complication occurred. The patient expired post procedure. It was perceived that mitral valve calcification may have contributed to the balloon rupture.

Manufacturer narrative:
Corrected information: section h6, additional information: section h10. The commander delivery system was not returned to edwards for evaluation. Without the device, visual inspection, functional testing and dimensional analysis could not be performed. Review of the provided device photographs revealed a radial balloon burst. The balloon coil was unraveled and stretched out and the guidewire was visible. The nose tip and part of the balloon material were separated from the delivery system. Device history review (DHR) review was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. A lot history review was not required. Per the instructions for use (IFU) and training manuals, if a balloon burst occurs, attempt to visualize location of tear either in tee or via angio through the pigtail or catheter/delivery system. When removing, ensure the catheter/delivery system and wire are coaxial with the sheath tip. Watch under fluoro with every movement. Be patient and pull gently especially near tear and balloon shoulder transitions. Do not force if resistance is met near or at the sheath tip. Force could result in additional tearing of the balloon material and the balloon material or tip coming off. If getting resistance, going in with a snare and compressing the distal end of the torn balloon to prevent it from 'umbrella-ing' at the tip of the sheath could help. Understanding where the tear is may help in this case. If successful in pulling the entire balloon into the tip of the sheath, withdraw the catheter/delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position. Do not attempt to pull just the catheter/delivery system through the sheath. If you are not able to pull the entire balloon into the sheath, do not attempt to remove the exposed balloon through the vasculature. Risk of major complication is too high. Convert to surgery immediately. It should be surgically removed. Surgeon should be in a position to be able to evaluate the situation before a real bleeding emergency occurs. No IFU/training manual deficiencies were found. During manufacturing of the delivery system, the delivery system and components were inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported event. In this case, the complaints for 'balloon burst,' and 'difficulty or inability to withdraw system,' and 'system components separate during use - distal tip' were confirmed by the provided imagery. However, no manufacturing non-conformance was identified during the evaluation. No visual abnormalities were observed on the returned sample. A technical summary written by edwards lifesciences, has documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. As per the customer report, there was calcification in the patient mitral annulus. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. As the balloon was burst, the altered balloon profile can be more susceptible to catch on the distal end of sheath tip which would have then led to the experienced retrieval difficulty. As a result, additional pull force/excessive device manipulation could have been applied to overcome the withdrawal difficulty which then led to the separation. Available information suggests patient factors (calcification) likely contributed to the balloon burst. Procedural factors (withdrawal of the burst balloon, excessive manipulation) likely contributed to the withdrawal difficulty and separation. The withdrawal difficulties and separation may have also contributed to the reported vascular complication and the patient death post procedure . A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.